Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
No unexpected button error alarms were noted. The pump had minor scratches on the lcd window, a cracked reservoir tube lip, scratches on the reservoir tube window, a broken belt clip slot and a stained address/serial number label. All buttons functioned properly. However, moisture damage was noted on the keypad traces.

Event description:
It was reported that the insulin pump alarmed button error. The blood glucose level was not included in the report. Nothing further was reported.